Event description:
A nail, implanted in for an impending pathologic fracture, broke post operative and was removed in 2002. The nail fractured at the subtrochanteric nonunion site 2 years after implantation in radiated bone.